Event description:
Customer called to report the pump had a no delivery alarm. It was stated that the reservior was removed from the unit, but the pump continued alarming. Device was not dropped, bumped, or exposed to moisture.